Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2019 the patient underwent an open reduction internal fixation surgery for a femoral trochanteric fracture with the blade in question. During the surgery when the surgeon attached the blade to an insert and tried to lock the blade, the surgeon couldn¿t turn the insert. The surgeon removed the blade with the insert and tried to detach them, but he couldn¿t because they were firmly stuck. The surgeon inserted another blade (95mm) with a removal instrument instead, and the surgery was completed successfully with less than 30 minutes delay. After the surgery, the surgeon managed to detach the blade and the insert by pulling them strongly. The surgeon commented that he might have attached the blade into the insert hole in improper direction. Concomitant device: unknown insertion handle (part # unknown, lot # unknown, quantity # 1). This report is for one pfna-ii blade l90 tan. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 04.027.053s, lot: 6l11333, manufacturing site: bettlach, release to warehouse date: 02. Oct. 2019, expiry date: 01. Sep. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received instrument is all in all in good condition. The anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. No other visual damage could be observed at the blade. All features related to the reported complaint condition were reviewed and no other issues were identified functional test: the function test at zuchwil customer quality was conducted with a demo impactor with the result that the blade could be locked/ unlocked as per design intended. The complained malfunction of "blade could not be locked" could not be replicated. It was possible to attach the blade to the impactor without any issues and the tip of the pfna blade did rotate freely after attaching as required. Also the blade was locked as required after the impactor was removed. Summary: the complaint is not confirmed as the received pfna blade is functional as required. According to our function test outcome a manufacturing related issue can be excluded. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and the missing impactor, which was used during surgery. We assume that this failure is clearly caused post manufacturing and is likely a result of improper handling during device's use. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. As it was not possible to replicate the occurrence with the received blade, the investigation flow listed remaining steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.